Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 10-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders it was reported that patient impedances were all high after the clinic visit, patient was referred to neurosurgery for a surgery consult on (B)(6) 2019. It was indicated that patient had a biopsy near the extension site but it¿s unknown if this caused the issue. A surgical intervention was panned but not scheduled. The issue was not resolved at the time of the report.

Manufacturer narrative:
Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue had resolved.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that it was just the extension for the issues.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the cause of the high impedance was the lead was twisted and broken. Revision was done on (B)(6) 2020 and the extension was replaced.